Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 132 gallon dry acid mixer was constantly filling, which was overfilling the tank. The biomed also reported a burning smell coming from the mixer. The biomed said scorching was identified on the fill valve cable/valve connection. The biomed was advised by ts to replace the fill valve and cable. Upon follow-up with the biomed, it was confirmed that thermal damage was found on the solenoid fill valve. Clinic staff had told the biomed the mixer was giving off smoke and a burning smell was noticed. The fire alarm did not go off, and there were no sparks or flames. When the biomed arrived at the facility, they noticed the mixer was experiencing filling issues. They also confirmed there was a burning smell. The biomed said the mixer was constantly filling up and overfilling the tank. Upon further inspection, the biomed discovered that the solenoid fill valve and cable had thermal damage. The biomed said there was charring and soot found on the parts. The biomed used a spare fill valve and cable (used parts) to replace the ones from the machine. The biomed called technical support again the following day because the control board had lost power and was not sending signals to the mixer. Between these calls to ts, the mixer was used. The biomed was able to mix a batch of granuflo manually. After speaking with ts a second time, it was determined that the control board had to be replaced. The biomed also replaced the fill valve and cable with new ones. At the time of follow-up, the mixer was confirmed to be working correctly without any issues. The biomed stated the damaged parts were discarded; no sample was available to be returned for evaluation. In addition, no photos were available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 132 gallon dry acid mixer was constantly filling, which was overfilling the tank. The biomed also reported a burning smell coming from the mixer. The biomed said scorching was identified on the fill valve cable/valve connection. The biomed was advised by ts to replace the fill valve and cable. Upon follow-up with the biomed, it was confirmed that thermal damage was found on the solenoid fill valve. Clinic staff had told the biomed the mixer was giving off smoke and a burning smell was noticed. The fire alarm did not go off, and there were no sparks or flames. When the biomed arrived at the facility, they noticed the mixer was experiencing filling issues. They also confirmed there was a burning smell. The biomed said the mixer was constantly filling up and overfilling the tank. Upon further inspection, the biomed discovered that the solenoid fill valve and cable had thermal damage. The biomed said there was charring and soot found on the parts. The biomed used a spare fill valve and cable (used parts) to replace the ones from the machine. The biomed called technical support again the following day because the control board had lost power and was not sending signals to the mixer. Between these calls to ts, the mixer was used. The biomed was able to mix a batch of granuflo manually. After speaking with ts a second time, it was determined that the control board had to be replaced. The biomed also replaced the fill valve and cable with new ones. At the time of follow-up, the mixer was confirmed to be working correctly without any issues. The biomed stated the damaged parts were discarded; no sample was available to be returned for evaluation. In addition, no photos were available.